Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced fluctuating blood glucose at school with a low glucose reading of 55 mg/dl and additional nighttime lows; the device data were not synced at the time of the call and no device malfunction details were available. Symptoms included hypoglycemia. Outcomes included the need for oral glucose administration. Investigation included communication and interviews with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.